Event description:
The customer called to report a motor error alarm. The reported blood glucose reading was 243 md/dl. Troubleshooting was performed and the insulin pump failed the displacement test. The customer stated that the insulin pump was not exposed to any high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.